Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with removing the cassette. During the call, the patient stated they have not been feeling well due to the solution left inside and was admitted to the hospital. Upon follow up, the patient contacted fresenius technical support, reporting for approximately one week, the patient felt they were retaining more solution at the end of treatment. The patient reported the extra fluid was making them feel unwell, and they were admitted to the hospital on (B)(6) 2019 through (B)(6) 2019 for retaining ¿too much fluid.¿ while hospitalized, the patient received three ccpd treatments utilizing the ¿red¿ (4.25% dextrose) solution. The patient was unable to verbalize their exact diagnosis from admission. The patient was discharged in stable condition and resumed the utilization of 1.5% and 2.5% dextrose solutions only. The cause of the events is unknown; however, the patient continues to utilize the same liberty select cycler. Additional information was requested, however, to date not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s hospitalization for hypervolemia and/or fluid overload. The etiology of the events remains unknown. However, based on the information available, the patient¿s liberty select cycler is disassociated from the event(s), as there is no objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to these events. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issue(s) or allegation(s) of machine malfunction or deficiency. During the hospitalization, the patient utilized a 4.25% dextrose solution to increase the amount of fluid ultrafiltrated during ccpd therapy with good result. Fluid overload and hypervolemia are common and often preventable processes. Many factors such as non-compliance, inappropriate prescription, loss of residual renal function, mechanical problems and peritoneal membrane failure are all possible contributing factors